Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) was connected at the time of the alarm. The hp stated there was air in the supply line and that everything was connected. The patient line had been properly primed. There was nothing unusual noted about the supplies. During troubleshooting, no issues were noted which could have contributed to the event. A baxter technical service representative (tsr) assisted the hp to cycle the power to clear the alarm. The tsr advised the hp to restart with new supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.